Manufacturer narrative:
During the evaluation of the device at the third party service center, issues related to the internal battery, system board and active exhalation control module were observed. The device's internal battery, system board and active exhalation control module were replaced to address the issues.

Event description:
The manufacturer rec'd info from a third party service center alleging a ventilator was not working. There was no harm or injury reported.